Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the cuff in a total laparoscopic hysterectomy (tlh), the suture came off the device and fell into patient cavity, after that, there was difficulty loading and unloading. The suture was retrieved without any issue, and a new device was used. There was no patient injury.